Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient came into the emergency room after feeling vibratory patient notification alert, high, out of range, rv pacing lead impedance was observed. The impedance has risen sharply in the last week. There was also an increase in capture threshold and drop in r-wave sensing. The patient was asymptomatic. Physician decided to monitor the lead for now.

Manufacturer narrative:
(B)(4).

Event description:
New information received notes that lead fracture was noted. No further information is available.